Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the electrode detached and stayed in body when removed. The patient¿s blood glucose level was 120 mg/dl at the time of the incident. Unexpected re-initialization was also reported. The device is not expected to be returned for analysis.